Event description:
During a coronary drug eluting stenting treatment procedure, the stents were unable to be visualized on cine or ultrasound. The ostial lesion being treated was located in the left anterior descending artery (lad). The vessel was pre dilated with a quantum maverick 3.0x15 mm balloon. The physician implanted a taxus express2 3.00 x 8 mm drug eluting stent. After deployment, the physician could not visualize the stent on cine or ultrasound. Due to this he deployed a second taxus express 2 3.00 x 8 mm drug eluting stent and this one could not be visualized also. Another physician looked in and he thought the stents looked deployed but it could have been calcium due to lots of calcium in the vessel. Additional information was requested but this is all the physician can tell us. No patient complications were reported.